Manufacturer narrative:
This device was planned to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this device exhibited premature battery depletion and was explanted and replaced. The device will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited premature battery depletion and was explanted and replaced. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
A longevity calculation could not be completed as the device had not triggered end of life (eol) prior to explant. Device memory was reviewed and no faults or errors were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber a high percentage of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected. The header is firmly attached to the pg casing. Visual inspection noted no irregularities. No holes were noted in the seal plugs. Setscrews move freely. Implant date: on (B)(6) 2019, explant date: on (B)(6) 2022 , return date: 31 may 2022. Device memory available for review. Nominal device mode was ddd. Battery status data indicates that the battery was in the bol phase as of 31 may 2022, with a battery voltage of 2.952 volts. Average power noted to be 30 uw. Coulometer capacity noted to be 444 mah. Lifetime sense and pace counts were reviewed. It indicated high atrial sensing behavior. Cardiac cycle count was (B)(4), while the sum of ra pace and sense counts was (B)(4). Evidence of chronic high atrial rates that reduce longevity in devices that are programmed ddd mode with atrial sensing on. This found evidence which meets criteria for trend tr13003. Review of fault revealed no critical faults were logged. Explant date confirmed. Sharp drop of device temperature noted on (B)(6) 2022. Hardware power usage noted to be in a step wise function, free of abrupt rising power. High atrial sensing behavior noted, stretching from (B)(6) 2021 till (B)(6) 2021 longevity calculation reviewed. The device was in ddd brady mode and with auto capture selected for most of its implanted life. However, longevity calculation noted a difference in calculated and reported power. This was attributed by the high atrial sensing behavior device was exhibiting. Rpt was completed on device on (B)(6) 2022, where it passed the entire evaluation. Allegations of premature discharge of battery not confirmed due to the presence of high atrial sensing behavior. Investigation deemed no problem detected.